Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the instrument and replaced sample wash valves to resolve the issue. Fse verified instrument operation. Note: patient demographics (age, date of birth, and gender) are not provided.

Event description:
The customer reported recovering erroneous patient results in ion selective electrodes (ise) sodium (na) and chloride (cl) analytes in cell #1 and cell #2 of the au5800 clinical chemistry analyzer. The customer repeated and accepted sample results from another instrument. Erroneous results were reported out of the laboratory. There was no change in the patient treatment as a result of this event. Quality control (qc) was within the laboratory specified range on the day of the event.